Event description:
Per the clinic, the patient experienced pain and poor performance, and the issue could not be resolved. The device was explanted (B)(6) 2012. There are no plans to reimplant the patient with another device as of the date of this report, march 6th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.